Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep). The rep stated that ¿following her fall in plant procedure, the patient reports pain extending down the back of her leg¿. The rep reported that ¿an impedance reading was taken in the hour as soon as the device was implanted inside the patient's butt off¿. All impedance readings were normal at that time of report. Post-op instructions were given to the patient and she clearly understood how to work her program. The rep stated that the patient¿s ¿period stimulation¿ was felt in the correct perineal region. The rep stated that the hcp called him two hours after he left the hospital. The hcp reported that the patient was experiencing leg pain radiating down the back of her leg. The hcp was going to be checking on her. It was noted that the issue was unresolved at the time of report. The rep noted that they placed a phone call to the patient to just see how she was doing approximately forty-eight hours after reporting her leg pain. The rep stated that the patient was still in the same amount of discomfort. The rep stated that the patient communicated to him that she had a post-op follow-up appointment with the hcp in approximately two weeks. The hcp instructed her to keep her stimulator power turned off until she saw her in the clinic. At about three weeks later, additional information from the manufacturer representative (rep) reported that they meant to say "following her full implant procedure" and that there was no patient fall involved. The rep reported that the patient had a follow up appointment with their physician last week and that the pain down her leg has lessened slightly. The device was turned on for the first time since implant. It was reported that the physician reduced the pulse width settings from 210 to 150 to start the patient off slow and ease them into the therapy. The patient has a 4 week follow up appointment with their physician. Additional information received from hcp via representative on may 15 2017 reported that patient had sensitivity down the back of her leg when stim was on. Diagnostic troubleshooting showed normal impedance readings. Reprogramming with sensitivity settings decreased using pulse width and rate had shown no improvement for leg interference. Patient reported satisfactory therapeutic results however, the leg interference was problematic for her. The patient and hcp decided to revise the lead by putting it on the opposite site. Lead and pocket revision was scheduled for (B)(6) 2017. The issue was not resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable components are: product ID (B)(4) lot# va1c1gj serial# implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the leg sensitivity was unknown. During the revision surgery, the lead appeared to be placed optimally in s3. It was noted that the issues were resolved; the patient started seeing therapeutic benefit within 24 hours of the revision and was very pleased.